Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 4 inches from the pump. The severed portion of the driveline was returned in pieces measuring 23.5 inches and 18.5 inches, respectively. The inflow conduit, outflow graft, and outflow graft bend relief were not returned. Examination of the proximal side of the outlet stator revealed a red, tissue-like thrombus around the outlet bearing. The absence of concentric layering indicates that it did not initially form in the outlet stator. The origin of this thrombus could not be determined, however, areas of denaturation and contact marks at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the observed thrombus could not conclusively be determined through this evaluation, it could have contributed to the reported elevated ldh. A correlation to the patient¿s transient ischemic attack (tia) could not conclusively be established. The remaining blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to the reported event. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in the hospital due to a transient ischemic attack (tia). The tia symptoms reportedly resolved. The inr range in late (B)(6) was at 2.2 and had historically remained therapeutic. Laboratory test results indicated a lactate dehydrogenase (ldh) value of 400s u/l, which reportedly elevated to 1600 u/l during the admission (patient¿s baseline was 200s u/l). Medical treatment with heparin and argatroban was initiated. A ramp echocardiogram study performed was negative. There were no heart failure symptoms observed on the patient. No device alarms were reported. On (B)(6) 2017, the patient underwent a pump exchange on cardiopulmonary bypass via a subcostal incision. Only the pump was exchanged; the inflow conduit and outflow graft were not replaced. Upon explant, it was reported that there was visual confirmation of thrombus in the pump. No further information was provided.